Event description:
Intravenous pump alarmed at bedside with dobutamine at 5mcg/kg/min and heparin at 1200 units/hour due to system error #101. Pump taken out of svc and pt reassured by staff. Mac assembly replaced & "a" ail assembly. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: replaced mac assemblies and the ail in line sensor on channle "a". Unit functions properly.